Event description:
The customer reported that the pump's quick bolus and wake button were extremely difficult to press and required multiple attempts to turn on the screen. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to the customer to press the button firmly without the case, but the button remained difficult to press, and the pump was not replaced due to being out of warranty.